Event description:
It was reported the pt's legs became weak after the pump was implanted. The hcp increased the dosage of morphine, but did not change the leg weakness. No concentration or dose was reported. No other symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.